Event description:
Complainant alleged that while attempting to defibrillate a male pt, the device delivered three successful shocks and then displayed a "pacer fault 117" message. Complainant indicated that the pt subsequently expired, however, it was not a result of the reported malfunction.

Manufacturer narrative:
Please refer to the attached user medwatch report that zoll medical has received. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.